Event description:
A peritoneal dialysis (pd) patient reported that they were hospitalized for a potential catheter problem. Upon follow up, the patient's pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2020 for discomfort and drain complications attributed to the pd catheter (not a fresenius product) during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. An internal tennel leak was discovered in the patient's pd catheter, yet no corrective procedures occurred during this admission. The patient was able to undergo continuous ambulatory pd (capd) therapy during this admission, as capd was the preference for renal replacement therapy at this facility. It was confirmed the patient's internal tunnel leak of her pd catheter and the associated hospitalization were not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). Additionally, there was no report of an infection, a hernia or any other adverse event that could potentially contribute to this occurence. The patient had recovered from this event and was discharged on (B)(6) 2020. The patient continues ccpd therapy on a newly received liberty select cycler at home post - discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).